Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements during follow-up. Upon closer review, it was found measurements had been high but stable since the previous year. The physician elected to reprogram the shock impedance alert threshold on the device and continue with more request in-clinic follow-up. Boston scientific technical services (ts) advised additional testing noting the shock impedance value from a delivered shock may differ from that collected during daily measurements. Information was later received indicating the physician plans to perform a revision procedure to implant a new rv lead though a date was not specified. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements during follow up. Upon closer review, it was found measurements had been high but stable since the previously year. The physician elected to reprogram the shock impedance alert thresholds on the device and continue with more frequent in-clinic follow-up. Boston scientific technical services (ts) advised additional testing noting that the shock values from a delivered shock may differ from that collected during daily measurements. Information was later received indicating that the physician plans to perform a revision procedure to implant a new rv lead though the date was not specified. No adverse patient effects were reported. The system remains in service. Additional information was received indicating high out of range shock values continue to be observed. Despite previous plans to revise the lead, the physician elected to continue to monitor the lead with increase follow up. Subsequently a revision took place, this rv lead was surgically abandoned, while the device was explanted but kept by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out-of-range shock impedances continue to be observed. Despite previous plans to revise the lead, the physician elected to continue monitoring the lead with increased follow-up. No adverse patient effects were reported.